Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. The device was returned loaded an introducer sheath. The synergy device and the non balloon catheter were both loaded in a 6 fr guiding catheter with a 0.014¿¿ guidewire inserted in the wire lumen of each of the two devices. The distal end (stent, balloon and tip section) of the synergy device was protruding for 76mm from the cut introducer sheath. The total sheath length measured 160 mm from the distal end of the sheath hub. The synergy stent was observed to be stuck at the distal end of the introducer sheath with stent struts bunched at the distal end and some stent struts stretched over the bumper tip and along the balloon catheter shaft which was also protruding from the distal end of the introducer sheath. The stent struts were severely damaged, pulled, stretched, misaligned and bunched at the distal end of the introducer sheath. Dried reddish medium resembling blood was visible in-between the stent struts. The balloon body could not initially be assessed as most part of the balloon was inside the introducer sheath. As part of analysis, when the introducer sheath was removed, crimp stent marks were evident on the synergy balloon. An attempt was made to inflate the balloon and the inflation fluid was noted to be leaking from part of the shaft and dripping from the section on the balloon where the stent was bunched. The balloon was inflated with difficulty as pressure kept dropping, no pin holes or tears were observed on the balloon body. When an attempt was made to deflate the balloon, the balloon could not deflate fully because of the damage that was noted on the shaft of the device therefore a full vacuum could not be achieved. A visual examination of the bumper tip showed signs of damage at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The distal balloon/distal tip area was damaged from the movement and bunching of the crimped stent that was located around that section of the tip. A visual and tactile examination of the hypotube could not be fully performed as part of the hypotube was inside the guide catheter. The proximal hypotube shaft exposed measured 362 mm from the distal end of the strain relief to the proximal entry of the guide catheter site. A kink in the hypotube was noted in the strain relief section and another one was also visible at approximately 5cm proximal of the leur. When the delivery system was removed from the guide catheter to expose the whole hypotube shaft, a hypotube break was noted at 2.9 cm distal from the hypotube/mid-shaft bond, parallel with the laser cuts (located within the mid-shaft section of hypotube). An attempt was made to inflate the balloon and a leak was noted at the break site location. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. There were no visible damages or leaks noted on the port exchange site. The bi-component bond and the proximal weld showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties, partial deployment of stent and stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. After a guide catheter and guidewire were introduced, an opticross imaging catheter was advanced and no severe calcification was noted. A 3.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion with no particular resistance encountered. During the first inflation, the pressure would not increase beyond 6 atmospheres. A leak was noted in the proximal part of the stent delivery system (sds) and contrast media flowed to the left circumflex artery. It was noted via cineangiocardiogram that only the edge of the stent was dilated looking like a ¿dogbone shape¿ and the sds was damaged. The physician attempted to retrieve the sds up to the guide catheter however; due to incomplete stent dilatation, the sds could not be removed. A non-bsc guide wire was advanced and a failed attempt was made to create a clearance gap with a non-bsc balloon catheter. The entire system was pulled out up to the entrance of the guide catheter but the devices could not be retrieved inside the guiding catheter and the half part of the proximal stent was broken. The system was pulled up at the sheath part and by making a cut on the sheath, the stent was retrieved completely from the patient. A 7f sheath was then inserted to the left radial artery and the procedure was completed with a 3.5-24mm non-bsc stent. No further patient complications nor injuries were reported.